Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative had a return of initial symptoms on (B)(6) 2017. The neurostimulator was explanted on (B)(6) 2017 and the issue resolved. It was noted that the patient was hospitalized on (B)(6) 2017 but the discharge date remained unknown. The event was assessed as serious, not related to the procedure, and related to the stimulator. Medical history included neurologic urinary incontinence since 2010.

Manufacturer narrative:
Product ID: 309328, lot:# 0210061351, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a return of initial symptoms after final implant of the neurostimulator. Materia explanted at the same time of another surgery due to parkinson disease. This is the reason why the hospitalization lasted 17 days from (B)(6)2017 to (B)(6)2017. The explant occurred on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the start date was (B)(6) 2016 and the device was reprogrammed. The device was explanted on (B)(6) 2017 because ¿annoy in putting a corset.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was hospitalized from (B)(6) 2017 for ¿another pathology¿ and the device had to be removed to cure the ¿other pathology.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.